Event description:
In additional information received on 17may2021, it was reported that the patient's previous PICC line was implanted in (B)(6) 2020 and was in situ for one year before it started leaking in (B)(6) 2021. This catheter was not considered to be defective, as PICC lines are expected to last one year. No adverse effects were experienced by the patient and the previous PICC line is not available for return.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9, h3. Investigation - evaluation (B)(6) hospital, united kingdom, reported to cook that the line of a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number 13606338) was found leaking approximately one month after placement in the patient's arm on (B)(6) 2021. The device served as a replacement for a previous line, which is reported under MDR ref. #1820334-2021-01482. The patient was described to be an active and able-bodied female with thalassemia. They had been using the device for self-administration of treatment medication including desferrioxamine. The device was secured using a stat-lock, and a needleless connector was attached to the extension tubing. Following noticing the leakage, the patient removed the device at their home, resulting in a disruption of medication. A new device was placed by the user facility's imaging department on (B)(6) 2021, and medication administration was resumed. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot (13606338) and the related line component lot revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device is supplied with IFU t_ctpicctt_rev4.pdf, which provides the following in relation to the reported failure mode: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. The warnings in the IFU state do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. The power injection procedure state. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. Catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. It is possible that inadvertent tension was placed on the device during performance of activities of daily living (adl), resulting in separation. It should be noted that the patient was reported to be active. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject® single lumen power-injectable PICC was found leaking at the hub and extension tubing connection. The patient had a previous PICC device prior to using this one. This device was placed in the patient's arm in the user facility's imaging department to be used for administration of "desferrioxamine" to treat their thalassemia. The patient was described as an active and able-bodied non-inpatient that has had long-dwelling PICC devices placed for "many years" to self-administer medication from home. The device was secured to the patient with a statlock during use to keep the catheter in place. It was also reported that no difficulty attaching or disconnecting ancillary devices was experienced. Connections included the "blue bit connected onto the hub" and "another connection that connects on the blue part that connects to line of the mediation". Approximately one month after implantation, the patient removed the device at home due to noticing leakage. The hub was not separated and no visible holes were identified. Due to the leakage and device removal, as the patient could no longer receive their medication, the user facility's imaging department placed another device on (B)(6) 2021. No other adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.